Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure impedance measurements of < 50 ohms were seen. The physician went to disconnect the lead from the neurostimulator and had difficulty unscrewing the lead. The lead was finally able to be disconnected after several attempts. The physician then dried the lead off and reinserted it back into the neurostimulator but was not able to tighten the lead (no clicks were heard). A new neurostimulator was then used in its place and all impedances measured as normal. The pt was reported as doing great post operatively. If add'l info becomes available, a f/u report will be sent.